Event description:
It was reported that the implant (B)(4) got stuck with the impdtl driver and doctor was not able to place the implant. The implantwas removed and another implant placed in the same surgery.

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿.

Manufacturer narrative:
One osseotite® tapered certain® implant was returned for inspection but the reported placement driver tip was not returned for inspection as previously reported. The implant shows signs of wear consistent with use, and the threads are noted to be damaged. The internal drive feature of the implant shows signs of rounding. The implant was functionally tested, and it was noted to be unable to properly assemble and disengage with a mating house driver due to the internal connection damage. The complaint is confirmed. No device lot number for the placement driver was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip could not disengage from the implant. Complaint was confirmed during inspection based on inspection of the implant. The condition of the driver tip could not be verified without return of the product. A root cause for the complaint could not be determined. The following sections were updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. The following sections were corrected: d10: device available for evaluation: change ¿yes¿ to ¿no¿ ; date returned to manufacturer removed. Zimmer biomet complaint # (B)(4).

Manufacturer narrative:
One osseotite tapered certain implant and one certain driver was returned for inspection. A visual inspection revealed signs of wear consistent with use, and the o-ring was compressed inwards. The driver was functionally tested with a mating implant and was unable to retain the internal hex of the implant without dropping. The returned implant was also functionally tested with a mating driver and did not function as intended. The alleged complaint is confirmed. No device lot number for the placement driver was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: nstsm rev d 02/16. For the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. A singular cause cannot be determined.